Event description:
A trilogy 202 ventilator was returned to a third-party service center for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. Re-calibration of the device did not correct the issue. The device's oxygen blending module printed circuit assembly board was replaced to address the issue. Additional findings not related to the malfunction/issue: the oxygen blending module gasket was contaminated, the whisper cap was contaminated, rubber feet were missing, the handle was cracked, the handle o-rings were worn, and the front enclosure was damaged.